Event description:
It was reported that a few days post implant the atrial lead had pacing high thresholds and poor sensing of p-waves. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5086mri58 lead implanted: 2014-(B)(6). (B)(4).